Event description:
It was reported that air bubbles were observed within the tubing. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus and a manual correction injection were delivered to address bg. Customer primed the tubing to address the issue and resumed insulin delivery.